Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) setscrew on the atrial channel was unable to be tightened, even after multiple attempts. The device was removed, and another device was implanted. Additionally, the right ventricular (rv) lead was placed multiple times, dislodging after each one. The rv lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.